Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that the customer went to the emergency room due to high ketones and high blood glucose. Customer's blood glucose was over 200 mg/dl. Customer's blood glucose at time of call was 285 mg/dl. During troubleshooting, device alarmed a motor error alarm during the high pressure test. After troubleshooting, customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The pump was received with operating currents within specification. The pump passed the basic occlusion and displacement tests. No motor error alarms were noted. However, unable to prime the pump during the prime test due to a faulty force sensor resistor. Unable to perform the occlusion and excessive no delivery test due to the prime anomaly. The motor was tested outside of the device and it passed. The pump was received with a cracked case at the display window corners, minor scratches on the lcd window and case, and a stripped battery cap coin slot.